Manufacturer narrative:
Exact cause of infection was unknown. There can be multiple potential causes suring surgery that may contribute to infection. Only femoral head and acetabular liner was replaced. Size 36 x 54/56 neutral liner. Size 36 + 0mm cocr head.

Event description:
Surgeon performed a revision surgery. He left the well fixed stem and cup and replaced the liner and head. Revision surgery was performed due to infection problem.